Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6. Investigation conclusions code was updated to unintended use error cause or contributed to event, it was previously reported as no problem detected.

Event description:
It was reported that during an implant procedure of a right atrium leadless pacemaker (ralp) after a fixation attempt it was not fixed firmly, so physician elected to reposition. The helix of the ralp was found to be stretched. The ralp was not used and the physician elected to complete the procedure. The patient was stable following the procedure.